Manufacturer narrative:
Zimvie complaint number (B)(4). . G4: additional PMA/510(k) number k101880.

Event description:
It was reported that the implant at tooth site #unk was not placed as the packaging was not sealed properly. Package is not properly sealed. The outer part of the packaging is not sealed properly (the lead is not tightly closed and the lock (the notches on the box) appears to have been defective. I discovered it today during implant placement. I do not feel comfortable placing this implant as not all packaging is intact. The procedure was completed with another implant